Event description:
During a colonoscopy, the physician used a cook acusnare polypectomy snare. It was reported [that] the device was energized in preparation for polyp ligation, but it failed to activate. The device was retracted, a new as-1-s was introduced, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.